Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 247 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Reportedly, tandem technical support (cts) guided the customer through filling and loading a new cartridge onto the pump, and the customer resume insulin. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.